Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected.